Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer stated she tried to deliver a bolus and up arrow button got stuck and then none of the buttons were working. She removed and reinserted the battery and received a battery out limit alarm which she could not clear due to the keypad issue. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected battery out limit alarms noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were within specification. The insulin pump had an intermittent button response on the up arrow button due to moisture damage on keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.